Manufacturer narrative:
H. 6 investigation: level b investigation - complaint evaluation / complaint history check for the event(s) that occurred. Severity: s_1__; occurrence: a complaint history check was performed and this is the 5th related complaint for not clipping on lot # 5208371. Investigation summary: customer provided three (3) photos of a bd safe-clip device from lot 5208371. No samples were returned therefore the investigation will be performed based on the photos received. Consumer reported problems with the needle cutter, already putting the needle in the device, but presses it and does not cut the needle; refers to as if the needle cutter was locked. The photos provided by the customer were reviewed, however, no evidence of manufacturing defects were observed; from the photos provided, it cannot be determined whether the safe-clip can perform as intended or not. As no manufacturing defects were observed, the alleged defect cannot be confirmed. According with the DHR review information attached (see attached file), the problem ¿difficult/unable to operate¿ and ¿unable to perform function¿ has no nhb assembly process relation, all samples of safe clip disposable cutter (USA) passed functional test (sample plan c=0, aql=1). As no samples were received the investigation concluded: - unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure with the photos provided complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no CAPA is required at this time h3 other text : see h. 10

Event description:
It was reported that an unspecified number of sharps disposal experienced a safeclip not clipping/jammed during use. The following information was provided by the initial reporter: the patient's mother reports that she's had problems with the needle cutter, already putting the needle in the device, but presses it and does not cut the needle; refers to as if the needle cutter was locked .

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. OEM manufacture: the manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number.

Event description:
It was reported that an unspecified number of sharps disposal experienced a safe clip not clipping/jammed during use. The following information was provided by the initial reporter: the patient's mother reports that she's had problems with the needle cutter, already putting the needle in the device, but presses it and does not cut the needle; refers to as if the needle cutter was locked.